Event description:
During a demonstration of the device by a zoll sales representative, the device inappropriately shut off during a treatment sequence using a ECG simulator. There was no patient involvement during the reported malfunction.